Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle disengagement was difficult. The following information was provided by the initial reporter, translated from chinese to english: it found that the indwelling needle core could not be pulled out smoothly.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-jun-2023. H6: investigation summary bd received a 20 gauge nexiva single port device from lot 2072950 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed the needle had already decouple from the catheter. The needle was safely retracted into the tip shield and the catheter assembly had no damage. Next, the components were inspected under a microscope and not damage was observed to the catheter assembly but the tip shield appeared to have some scratches. Finally, the engineer inspected the v-clip and reset the needle. The v-clip was observed to engage and lock the needle in place. A small catch was felt but no further issues were found during inspection and the device decoupled as intended. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no issues were found during production a definitive root cause could not be determined.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle disengagement was difficult. The following information was provided by the initial reporter, translated from chinese to english: it found that the indwelling needle core could not be pulled out smoothly.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.